Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a restricted posterior leaflet. During preparation of the nt clip (00325u136), it was noticed that one of the grippers was unable to raise. The physician decided to not use the clip and replace it. An ntw clip (00327u169) was then inserted and deployed. However, roughly five minutes after the clip was deployed, it detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that while implanted the clip, there was some imaging issues. To stabilize the slda, an xt clip (00409u151) was inserted. It was noted that prior to insertion, the mean pressure gradient was 2mmhg. After the leaflets were grasped with the xt clip, the mean pressure gradient increased to 9mmhg. Due to the increase in gradient, the physician decided to remove the xt clip. Once the clip was removed, it was noted that the mean pressure gradient retuned to baseline. In another attempt to stabilize the slda, an nt clip was successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.